Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was intermittently unresponsive to presses. Reportedly, the customer had to press the unlock button multiple times for the touchscreen to respond. Customer's blood glucose level was not impacted. Reportedly, the customer would continue to use the pump for insulin therapy.